Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely that stress of repeated use, external factors, or handling of the device caused the peeling. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.2 "inspection of the endoscope" 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. However, a definitive root cause could not be determined.

Event description:
The customer reported to olympus, the bronchofibervideoscope had a pinhole. The device was returned for evaluation. During the device evaluation, the connecting tube coating peeling was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the connecting tube coating was peeled, bending angle up direction did not meet the standard value due to angle wire, damaged angulation lever did not move smoothly, image guide bundle was dirty and had significant breakages and stain, sticky control unit due to water leakage, a dent in the bending tube, electrical connector was sticky, and a scratched universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.